Event description:
The plaintiff alleges that in 9/98 plaintiff was diagnosed with a latex allergy. Plaintiff further alleges that on 9/15/98 plaintiff was forced to terminate employment due to concerns associated with latex allergy. Further more plaintiff alleges they have suffered physical injury and damages, including a severe latex allergy. Additionally, plaintiff alleges they have in the past and will in the future experience physical injuries, pain and suffering, embarrassment, humiliation, loss of enjoyment of life, lost past wages, lost future wages, lost earning capacity, medical expenses, future medical expenses, fright and apprehension, and emotional distress. Finally plaintiff's spouse alleges that they have suffered the loss of the usual services, society and consortium of plaintiff.